Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported a patient's left ventricular (lv) lead presented with intermittent capture. A procedure was performed on (B)(6) 2021 where the atrial lead was explanted so the lv lead could be accessed. The lv lead was deactivated and replaced in the same procedure. Normal function was restored and the patient was stable.

Manufacturer narrative:
The reported event of capture anomaly was not confirmed. As received, a partial lead (only connector portion) in one piece. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray examination of the partial lead did not find any anomalies except for procedural damage.

Event description:
New information received notes the left ventricular (lv) lead was explanted in the procedure on (B)(6) 2021. The patient was stable.